Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent a total aortic arch replacement along with an ¿elephant trunk¿ procedure as a first stage to repair a dissected thoracic aortic aneurysm with diameter of 82mm. On (B)(6) 2009, this patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses as a second stage to repair the dissected thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up examination showed no adverse event. On (B)(6) 2009, the patient was discharged. Subsequent follow-up examinations showed no adverse event with shrinkage of the aneurysm to 75mm. However on (B)(6) 2011, two year follow-up CT images revealed air in the thrombosed false lumen of the dissected aorta. On (B)(6) 2011, dsa showed no endoleak. With results of several examinations, the physician suspected a possible infection of the devices. On the same day, the patient started treatment with medications (details unknown). On (B)(6) 2011, the patient was discharged. On (B)(6) 2012, the patient expired at a different institution due to a rupture of dissected aortic aneurysm.